Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure for a subarachnoid hemorrhage aneurysm, it was reported that resistance was felt when advancing the guidewire (subject device) at m2 and distal position. So the physician slightly rotated the guidewire to advance it but then the guidewire was found broken. Therefore, the broken guidewire was retrieved with the microcatheter. The procedure was completed successfully with a new guidewire. No clinical consequences reported to the patient.

Event description:
During the coil embolization procedure for a subarachnoid hemorrhage aneurysm, it was reported that resistance was felt when advancing the guidewire (subject device) at m2 and distal position. So the physician slightly rotated the guidewire to advance it but then the guidewire was found broken. Therefore, the broken guidewire was retrieved with the microcatheter. The procedure was completed successfully with a new guidewire. No clinical consequences reported to the patient.

Manufacturer narrative:
Product available to stryker: updated, expiration date: added, returned to manufacturer on: updated, device evaluated by mfg: updated, summary attached: updated, manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments and the ptfe (polytetrafluoroethylene) coating was scrapped. The functioning test could not be performed due to the condition of the returned device. Information provided in the complaint indicated that the guidewire was confirmed to be in good condition, the guidewire was prepared per the dfu (direction for use), continuous flush was maintained throughout the procedure and the tortuosity of the patient¿s anatomy was considered to be normal. Based on the information currently available and the device inspection, it appears that the reported and analyzed guidewire broken/fractured and the reported guidewire difficult to advance were likely a result of an incident that occurred during the procedure. Therefore, a cause of cause traced to component failure has been assigned to these incidents. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore, a cause of unintended use error caused or contributed to event has been assigned to guidewire ptfe coating peeling.